Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the heart lead flex was out of specification. It was also noted that the upper case, lower case and side bail covers were broken, the lead flex cover and battery flex were corroded, the battery contacts were compressed, the liquid crystal display (lcd) was contaminated, the battery drawer was out of mechanical specification and the keypad was scratched. A detailed analysis was performed on the heart lead flex. This analysis found that the root cause of the failure was due to an open trace on the flex circuit.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the heart lead flex was out of specification. It was also noted that the upper case, lower case and side bail covers were broken, the lead flex cover and battery flex were corroded, the battery contacts were compressed, the liquid crystal display (lcd) was contaminated, the battery drawer was out of mechanical specification and the keypad was scratched.

Event description:
It was reported the epg (external pulse generator) does not sense, and the atrial output is intermittent. There was no patient involvement.